Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, it was reported that the patient was at a regular doctor¿s appointment in the radiology department when he began to feel hypoglycemia symptoms, such as the inability to focus, confusion, and diaphoresis. The patient asked the radiology department for a bg meter to use, but they did not have one and directed the patient to the hospital. The patient stated his cgm was reading 84 mg/dl at this time. The patient went to the ER, where he could not recall the exact bg meter reading but stated it was ¿below 70 mg/dl¿. The nurse gave the patient apple juice to drink and administered a glucagon injection to the patient. Once the patient¿s lab work came back, the patient¿s blood glucose level was found to be 32 mg/dl at the time of the event. The patient recovered after treatment and went home on the same day. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.